Event description:
The customer reported that there was evidence of an incomplete electrical connection between the therapy cable and the device.

Manufacturer narrative:
The customer reported that there was evidence of an incomplete electrical connection between the therapy cable and the device. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.